Manufacturer narrative:
Zimmer biomet complaint (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01306, 0001825034-2018-01307, 0001825034-2018-01308. Concomitant products: cat 195757 ¿ lot 677780 ¿ vgxp xp inlk pri tib tray, cat 195779 ¿ lot 641410 ¿ vgxp xp e1 tib brg rl, cat 195850 ¿ lot 597010 - vgxp xp e1 tib brg rm. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. Pn 195205 ln 934930; review of the device history records found no deviation and anomalies. This device is used for treatment. The reported components were reviewed for compatibility with no issues noted. Review of the complaint history determined that no further action is required as no were trends identified. No medical records received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study (B)(6) reported that 6 months post a total knee arthroplasty procedure that was carried out on the right knee on (B)(6) 2014, the patient reported pain and discomfort along with problems in walking about and performing usual activities, found it difficult to stand up, walked with a limp, found it moderately difficult to kneel, experienced pain from the knee most nights, pain greatly interfered with usual work and the patient was housebound. Patient's satisfaction rating at 6-months was "not satisfied/I have never been happy."